Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed no drops during priming after delivering 35 units with a teflon 23-inch infusion set, and troubleshooting confirmed no drops after 50 units; the user inspection showed the tubing was not tightly seated in the infusion set connector, and the user was advised to replace the infusion set and cartridge and proceed with a full supply change. Symptoms included an infusion delivery failure consistent with a flow interruption. Outcomes included interruption of insulin delivery that required user intervention to restore therapy. Investigation included customer counseling and verification of infusion set assembly and connections. Investigation of this case revealed an infusion set deployment or connector attachment issue that prevented proper priming and flow, consistent with incorrect connection between the tubing and the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to the infusion set connection.